Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, it is likely air/water channel was clogged temporarily due to insufficient pre-cleaning. The event can be detected and prevented by following the instructions for use which state: the inspection method for the event is described in the instruction manual (operation) ¿3.8 inspection of the endoscopic system.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to clogging of nozzle, water removal ability did not meet the standard value; due to wear of angle wire, bending angle in up direction did not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to deformation of bending tube, connection between bending section and connecting tube was detached; bending tube had a dent; connecting tube and control unit had discoloration; connecting tube, scope connector cover unit, suction connector, protector of universal cord on control section side, universal cord, scope cover, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and the switch box all had a scratch; air/water cylinder had corrosion; suction cylinder was shaved; and due to dirt on objective lens, there was a lack of image on the monitor. The investigation is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the videoscope had air/water supply blockage. There were no reports of patient harm.